Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close properly with the first device. A second device was pulled. The device was fired and the clip would not release. The cystic duct was cut with some bleeding. Unk how the duct was cut or repaired. The pt did not receive any blood products. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one el5ml device a was received in good visual condition. The device was cycled, fed, and formed the remaining clips within mfg specifications and then, it locked out as intended. No clip formation or firing/feeding issues were noted during testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the mfg process. The analysis results found that the el5ml device b was returned in good visual condition. When testing the device for functionality, it was noted to be empty and locked out. It could not be determined what may have caused the reported event due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the mfg process. Device b add'l info: batch # e9fv2n. Exp date: 11/2013. Mfg date: 12/2008. Empty.